Event description:
It was reported that the pt expired. The reason is unk. The operative report did not state death, so this occurred sometime post-operative. Physician stated in follow up this event was not device related.

Manufacturer narrative:
Device not returned.